Event description:
It was reported that prior to a scheduled filter retrieval, it was identified that a filter arm had detached and was free floating in the vena cava. The filter and arm were removed using a snare. There was no report of injury to the asymptomatic patient. The filter had an indwell time of 150 days.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The filter has been returned, the evaluation is currently underway.